Event description:
The customer reported that the audio was not working at the central station after a reboot. They found the pc default had changed from the external speakers to the monitor, thus preventing it from being audible no adverse event was reported.